Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the dioptre of the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: iol returned pressed down on three (3) posts of the lens case base resulting in gross optic damage. Solution is dried on the iol. One haptic is broken/torn and not returned. One gusset area is nicked/chipped-rejectable. The optic is torn/split-cut as a result of being pressed on the lens case post. Optical power and resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as the surgeon states via reply card that device did not caused/ contributed to the event and the event was most likely caused by prior refractive corneal surgery. Based on the results from the product and batch history record, the lens met release criteria. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A facility representative reported a lens that was replaced due to blurry vision following an intraocular lens (iol) implant procedure. In the surgeon's opinion, the unexpected outcome is most likely due to prior refractive corneal procedure.